Event description:
The facility representative reported a colleague infusion pump with "intermittent long beeps". The event was reported to have occurred upon power up in biomed service. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of intermittent long beeps was not confirmed during product evaluation. However, the quality engineer has confirmed the reported condition as failure code 16:366:936:0000. The assignable cause was a faulty user interface module printed circuit board. The failure code was correct by replacing the user interface module printed circuit board. Additional information: the user interface module software version is 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.